Event description:
Per the clinic, the patient experienced a swelling and infection around the implant side due to migration of the receiver/stimulator. The patient underwent revision surgery (date not reported) to reposition the implant body; however, the issue could not be resolved.the device was explanted on (B)(6), 2012. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed august 4, 2014.